Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1104 "backup alarm failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The remote service engineer (rse) performed troubleshooting with the customer and confirmed that the 1104 error code was logged. The rse advised the customer to replace the central processing unit (cpu) printed circuit board assembly (pcba) and provided the customer with the part number and price of the replacement cpu pcba for repair.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.